Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, "display constantly flashing and turning blank or white," which was not reproduced. Review of the event history log identified one "improper shutdown," which may be associated with the customer reported symptom. In addition, evaluation identified corrosion on the battery contact pins, causing an intermittent connection. The rear case was replaced to correct this condition.

Event description:
It was reported that a spectrum pump's display was "constantly flashing and turning blank or white" (confirmed as an improper shutdown during baxter's evaluation). It was also reported there was no patient injury.